Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not function. This condition was found in the maternity area upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Quality engineering determined that the cause was due to a defective main battery, which caused the device to have no display. The customer reported problem was confirmed based on product evaluation.